Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported a fall which resulted in a neck injury. Magnetic resonance imagery (MRI) of the cervical spine was required to assess the injury. The patient's evoke scs system was not conditionally approved for MRI; therefore, the patient requested a system explant. It was confirmed that the scs system had been performing as intended prior to the explant and that the system did not cause or contribute to the patient's fall.

Manufacturer narrative:
The device is not accessible to saluda for analysis. Per the event description, the patient fell and injured their neck which prompted the need for obtaining magnetic resonance imaging (MRI). The patient's implanted device is not MRI compatible and therefore, explant was indicated to allow the patient to obtain MRI. The evoke scs system MRI guidelines document states "do not perform an MRI scan: if the configuration of the system is not listed below. There is risk of patient harm in any configuration that has not been evaluated for MRI compatibility." The evoke scs system was confirmed to be performing as intended and there were no allegations of deficiency for the evoke scs devices.